Event description:
Same case as MFR #: 2134265-2012-01868. It was reported that post a stenting treatment procedure, hypersensitivity occurred. In (B)(6) 2012, the patient had 2 promus element plus stents (2.5x28mm and 3.0x12mm) placed in the 1st diagonal artery and the left anterior descending artery. The patient is experiencing a "stinging-aching pain" in the area since the implant date. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).